Manufacturer narrative:
The cobas integra 400 plus serial number is (B)(6). It was reported that the calibration for the new cassette (862109) failed and reoccurred another time. The customer changed the probes, and that appears to have resolved the problem. The investigation is ongoing.

Event description:
There was an allegation of questionable homocysteine enzymatic assay results from the cobas integra 400 plus for one patient. The sample was first measured four times using one cassette. The first result was 34.7 mol/l. The second result was 20.8 mol/l. The third result was 33.1 mol/l. The fourth result was 21.4 mol/l. The sample was then measured two more times using a new cassette. The first result with the new cassette was 33.4 mol/l. The second result with the new cassette was 23.8 mol/l.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The investigation determined that the root cause is related to a hardware issue (probes). The investigation determined that the customer's actions (changing the probes) resolved the issue.